Event description:
The leads were returned to the manufacturer after being explanted due to an upgrade. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: product ID 5076-58, lead, implanted: (B)(6) 2008; product ID 5034-58, lead, implanted: (B)(6) 1996. (B)(4).